Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while attempting to clip the common bile duct the clips were falling out instead of locking down. The clips fell into the patient and were retrieved. They opened a new device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.